Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample involved in the incedent was returned and evatualted, investigation comfirmed the issue, prodecut was not charging. Product was replaced.

Event description:
As described as the user facility: power cord supply stopped working, looks like possible internal fault, one of the prongs slightly melted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.